Manufacturer narrative:
On december 3, 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during the visual inspection, the device was found to be ruptured, it was received in two pieces. Additionally, an anomaly was observed on the edges of the rupture consistent with a crease/fold. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received (product code 3505504bc and lot number 7008650). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 20, 2020, mentor received additional information that indicated that the correct suspect medical device was a 550cc mentor memorygel breast implant (catalog: 3505504bc lot: 6988894 sn: (B)(6)). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 31, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that it was confirmed that the patient experienced capsular contracture on the right breast. In addition, mentor became aware that the patient underwent bilateral replacement with the following devices: (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9446694 sn: (B)(6) and (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9449996 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, possible capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation revision with two 550cc mentor memorygel breast implants, suffered right breast implant rupture post-procedure. The patient reported being in a car accident in an unspecified date. MRI findings support right breast implant rupture. In addition, possible capsular contracture; baker grade unknown, was also reported. As a result, the patient was scheduled for bilateral removal and replacement on (B)(6) 2020.